Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite implant was returned for inspection. The implant shows large signs of wear and tissue attachment about the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The malfunction of the screw occurred thus the complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Ethnicity no provided. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown.

Event description:
It was reported that unknown screw fractured. Dentist was not able to remove the fracture portion from the implant. Doctor removed the implant.